Event description:
It was reported that during a l.a.v.h., the harmonic shears did not coagulate or cut as effectively as usual. Vessels seemed to open back up. Pt lost approx 600cc of blood, but tolerated and did not need a transfusion. Continued to use the same device to complete the case.

Event description:
It was reported that during a l.a.v.h., the harmonic shears did not coagulate or cut as effectively as usual. Vessels seemed to open back up. Pt lost approx 600cc of blood, but tolerated and did not need a transfusion. Continued to use the same device to complete the case.